Event description:
The account alleged that the head section will not raise. No pt impact.

Manufacturer narrative:
The technician could not find an issue with the bed, the bed functioned as designed.